Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the bt2 battery connection was intermittently broken, which caused the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump auxiliary alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint occurred during testing and no patient had been affected. (B)(4).